Event description:
A malfunction alarm with code malf 9 was reported by the customer, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue arises again.